Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported an unspecified side of "leaking breast prostheses". The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The physician reports a rupture. The device has been explanted. This record relates to the right side.